Event description:
It was reported that during an implant attempt the lead was unable to get good numbers during testing. It was noted that the lead showed higher threshold, noise and that the tip of the lead was bent. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found. The distal end of the electrode appeared to be bent. It was visually noted that there the lead was damaged at implant. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).